Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked from the non-patient end of the device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes, d.9. Returned to manufacturer on: 10-oct-2024. Investigation summary: bd received 65 samples for investigation. Ten (10) of the samples were evaluated by functional draw testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked from the non-patient end of the device. There was no report of adverse impact to patients or users.